Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation after they had fallen down the stairs two weeks prior to report. During the fall, they "kinda like rolled down the steps". It was clarified that the patient gets a shock when they turn the wrong way, and when the vacuum get too close to their right leg. The patient had gone to the emergency room (ER), where an x-ray had shown all of the wires being connected. The patient also stated they did an experiment to see if running a hair dryer would also cause shocking, but it did not. It was noted that the patient never turns the implantable neurostimulator (ins) off because their pain then returns. Using the ins, the patient was able to be out of a wheelchair and walk. The event cause and outcome remain unknown, but follow-up attempts have been made to obtain this information. A follow-up report will be sent if additional information is received.

Event description:
Additional information received reported that shocking or jolting had been occurring for an unknown time but the manufacturer's representative thought a few weeks prior to (B)(6) 2014. The patient did have a fall that initially caused the shocking and jolting but the symptom continued to progressively worsen. The patient was admitted to the emergency room (ER) (B)(6) 2014 and the implantable neurostimulator (ins), lead and extensions were replaced shortly afterward. The replacement was initially scheduled for (B)(6) 2014. The manufacturer's representative explained that the patient was very dependent on therapy. The impedances were normal prior to replacement. There was no troubleshooting performed during the revision to determine exact cause of the shocking. No products were returned for analysis. The next day following the case, (B)(6) 2014, the patient reported effective therapy with desired coverage and no shocking sensation.